Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. The blood leak was not visually observed and no dialyzer damage was noted. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 100cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle streaked with blood residue and coagulated blood was observed in the dialysate compartment near the cavity ID end of the dialyzer. The complaint investigator noted a polyurethane (pu) delamination on the cavity end of the dialyzer at approximately 280 degrees to 80 degrees with the dialysate ports at zero degrees. The delamination manifested as separations of the pu (potting material) from the dialyzer housing (wall). The delamination in the pu potting extended under the silicone o-ring. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on the cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the pu material and the o-ring, which may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint has been deemed confirmed.